Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided and the results of the investigation, it is believed that the reported event occurred due to a connection failure. Per the initial report, the issue was resolved once the light source cable was reconnected. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel. Tac recommended the customer power off the device, properly clean the unit per the instructions for use (IFU), then reattached everything securely and power the device back on. This successfully resolved the issue. The device is not scheduled to be returned. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, during an unspecified procedure, the evis exera iii xenon light source presented a b30 scope communication error with no image. There was no patient harm or consequence reported as a result of this event.